Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that there were speed issues. This was noted during testing outside of any procedure and there was no patient involvement. It was reported during a service call that the rotablator console was having unknown issues. When it was tested, the console displayed a stall. However, when the nitrogen gas pressure was increased, the console went to 300,000 rpms. With no patient involvement, there were no patient issues.